Event description:
Following weight loss, the patient presented to the physician with ipg erosion through the skin at the chest incision site, with redness at the wound. Physician brought the patient into the or, removed the ipg, sensing lead, and a portion of the stimulation lead, and closed. Postoperative antibiotics were prescribed after the procedure was completed.